Manufacturer narrative:
\UDI section of d4 is unknown, no information has been provided to date. Device evaluation: no product was returned for investigation. Device evaluation including root cause analysis is in progress. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported the device was not heating up. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a worn serial number label and minor wear and tear externally. Functional testing found the temp on the display only reached 33.5 deg c and the tempcheck reached 40.4 deg c, but able to make adjustments once the temperature stabilized. The root cause of the reported issue was found to be user interface. No action taken. Device is no longer needed for the loaner pool and will be scrapped. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).